Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was headed to the hospital due to a high blood glucose level and gastroparesis. Customer's blood glucose level was 500 mg/dl. The insulin pump did not deliver insulin the last four hours. The device was not returned.